Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient charged more frequently to resolve the issue of the inability to charge the ins to full. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s therapy stopped immediately on (B)(6) 2018 because they couldn¿t charge the ins. It was noted that the ins was not overdischarged. It was also reported that the patient has never been able to charge their ins to 100%. The patient had worked with a manufacturer representative on the issue and they still couldn't get it to fully charge. The patient reported that they had been instructed to use antenna locate every time they charge their ins. It was recommended that the patient charge to ¼ battery and then turn the stimulation back on which continuing to charge. No further complications are anticipated.